Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> part: 07.702.016s lot: 5e53841 manufacturing site: werk selzach supplier: osartis gmbh release to warehouse date: 14 may 2025 expiration date; 01 may 2028 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports the screw (spd). This pc reports the cement kit (spn). It was reported that a fixation (th4-th10) was performed for th7 pyogenic spondylitis using versefenest and viperprime to (B)(6) years old patient on (B)(6) 2026. Cement was inserted into th4,5. It was inserted after waiting for 12 minutes to cement hardening. The cement was inserted every 0.5cc, but the surgeon saw the shadow of cement leakage at anterior part of the th4 vertebral body and interrupted cement injection. The surgery was completed successfully without any surgical delay. There is no problem with post-operative awakening. The next day, the patient condition changed rapidly and died. Before the patient¿s death, CT scan was performed, but there is no cement shadow or other signs indicating that the cement had passed through the blood vessels. In the surgeon¿s opinion, the surgeon does not believe that vascular cement was involved in this death. The patient was originally hospitalized in the gastroenterology department, and the surgeon suspected that gastrointestinal or circulatory failure may have been the cause. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.